Event description:
On (b)(6)2026 A.T.S. Applicazione Tecnologie Speciali became aware of an issue with Persona C (serial number (b)(6))In that date, the importer FUJIFILM Healthcare Americas Corporation informed A.T.S Applicazione Tecnologie Speciali that, on (b)(6)2026, an event occurred involving the device.The customer reported that on (b)(6)2026, they hear a popping noise and burning smell when scanning; unusable-not scanning; no errormessages.When inspected, Fuji engineer found no loose wires, bad components, signs of burning/smelling boards, were found. The unitoperates with no issues.However, the patient status is unconfirmed.Due to the unknown patient status after multiple attempts with customer, FUJIFILM Healthcare Americas Corporation decided to reportthe event in an abundance of caution (Ref: FUJIFILM Healthcare Americas Corporation Complaint # (b)(4)).

Manufacturer narrative:
(1) EVENT DESCRIPTION:(b)(6) 2026FUJIFILM Healthcare Americas Corporation became aware of an event involving PERSONA C. The customer reported that they hear a popping noise and burning smell when scanning; unusable-not scanning; no error messages.(b)(6) 2026:FUJIFILM Healthcare Americas Corporation visited the customer site to evaluate the device involved in the event. Upon arrival, the unit was found plugged in and powered on. The unit was shut down, and all power-related components, wiring, and the plug located on the underside of the carriage were inspected. No loose wires or defective components were identified. No signs of burning or unusual Odors from the boards were detected. The unit was powered on several times during testing, with no issues observed. The system was confirmed to be fully operational.(b)(6) 2026:Due to the unknown patient status after multiple attempts with customer, FUJIFILM Healthcare Americas Corporation decided to report the event in an abundance of caution \[FUJIFILM Healthcare Americas Corporation Complaint # (b)(4)]"(2) INVESTIGATION:(b)(6) 2026A.T.S. Applicazione Tecnologie Speciali received:The log files of the device involved in the event and performed an analysis of the available data. The log files covered the period from (b)(6) 2026 to (b)(6) 2026. It was found that the Windows Event Logs do not show any activity on the day of the event ((b)(6) 2026). Based on the available data, the system appears not to have been powered on on the date of the event.Furthermore, the logs do not highlight any malfunctions, critical issues, or anomalous shutdowns of the device.Several pictures of the internal cables and electronic circuits of the device. Based on the images provided, all components appear to be properly connected and in good condition.A.T.S. Applicazione Tecnologie Speciali requested FUJIFILM Healthcare Americas Corporation to verify the correctness of the date and time settings on the device.(b)(6) 2026:FUJIFILM Healthcare Americas Corporation confirmed that the date and time settings of the video cart were correct. In addition, further pictures of the device were provided, confirming its good overall condition and showing no evidence of damage, loose connections, or abnormalities.(b)(6) 2026:A.T.S. Applicazione Tecnologie Speciali reviewed the historical issues associated with the device. All previously reported issues had been assessed as minor and unrelated to the event under investigation.(3) CONCLUSION:Based on the investigation performed and the available data:· there is no evidence that the system was powered on the date of the event;· no malfunctions, critical issues, or abnormal shutdowns were recorded in the log files during the days following the event;· the device was subsequently found powered on and operating properly, with no issues identified during the inspection and functional service activities.Therefore, no further actions are considered necessary, and the event can be closed.